Manufacturer narrative:
Evaluation summary: no handpiece injector (unknown item) was received for a scratched lens that had to be explanted. No lot number was identified with the complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Additional information was requested and received. (B)(4).

Event description:
A pt care coordinator reported that after an intraocular lens (iol) was implanted, it was noted to have scratches caused by the handpiece during the initial implantation. The lens was exchanged approximately two weeks after implantation requiring the pt to be hospitalized. In a follow up, the surgeon reported the pt is healing well.